Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, h11. Review of the most recent repair record determined the locking system between tool/attachment was malfunctioning due to broken circlips. The unit was scrapped. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and serial combination. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the drill insert detached from the handpiece. The event occurred out of surgery. Due diligence is in progress for this complaint; to date no additional information has been received.

Manufacturer narrative:
(B)(4). G2-foreign: italy. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.